Event description:
A report was received that the patient¿s charger would not couple with the ipg. X-ray result revealed that the ipg was too deep. The patient underwent pocket revision and was reportedly doing well postoperatively.